Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis manifested by abdominal tenderness . The break in aseptic technique was further described as pt made mistake/touch contamination (the pt was outside at a crowded event). The pt was not hospitalized for the event. The day following the onset of peritonitis, the pt began treatment with vancomycin ip (dose and frequency unknown) and also sought the treatment at the peritoneal dialysis clinic. On an unreported date, the pt was retrained in aseptic technique. At the time of this report, the pt was recovering from peritonitis. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.